Event description:
Kimberly-clark received a report stating, "a segment of the tube completely severed and separated from the main tube below the balloon. The separated portion of the tube is still in the patient. No attempt was made to retrieve the broken portion of the tube from the patient as it has already passed into the intestine. The physician is waiting for the patient to expel the tube rectally". Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for analysis. We are unable to determine the root cause of the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.